Event description:
It was reported to MFR that the vns pt was referred to a new neurologist from the pt's current neurologist to test the vns device. When the device was interrogated by the new physician, the output current was observed to be set to 0ma, which was not believed to be intentional. Programming and diagnostic history was rec'd from the previous neurologist's hand held and the device was not programmed off by the physician. A system diagnostic test was performed successfully; however, there was no final interrogation performed on the vns pt's generator to ensure that the pt left the office with the intentional settings. Attempts to obtain the programming history from the new neurologist's hand held have been made, but have been unsuccessful to date.